Event description:
Same case as MFR's #s: 6000093-2004-01102 and 6000093-2004-01103. It was reported that approximately 3 days after a coronary drug eluting stenting treatment procedure, the pt presented with chest pain and EKG changes and was found to have a sub acute thrombosis of the previously placed circumflex drug eluting stent. The pt returned with recurrent chest pain in 2004, 5 days after placement of a cypher drug eluting stent in the svg to the lad. At that time a long critical diffuse 95% narrowing was noted in the circumflex artery at the junction of the proximal and mid segments. Pt also had a 75-80% stenosis in the proximal circumflex. A 99% ostial stenosis of the diagonal branch was also noted; the svg to this vessel is widely patent. The previously placed cypher stent was found to be widely patent. The physician predilated the lesion with a maverick 2.5 x 20 mm balloon and a quantum 2.5 x 12 mm balloon. He then deployed a taxus express2 2.5 x 20 mm drug eluting stent in the mid-and distal obtuse marginal circumflex, deploying it to a final diameter of 2.72 mm. The physician then deployed a taxus express2 2.5 x 16 mm drug eluting stent proximal and overlapping the first taxus stent, dilating the stent to 2.76 mm. He then deployed a taxus express2 2.5 x 12 mm drug eluting stent proximal to and overlapping the previously placed stent, dilating it to 2.92 mm. Intracoronary nitroglycerin was administered and the angiographic result was excellent. The pt was given angiomax during the procedure. No procedural complications were reported. The pt returned to the e.r. Three days later with recurrent chest pain and EKG changes and was found to have 90% occlusion of the left circumflex within the margins of the taxus stents, extending into the obtuse marginal which is 100% occluded, consistent with sub acute thrombosis. The circumflex was wired and laser angioplasty was performed, antegrade and retrograde passes along the margins of the stent. The vessel was then angioplastied with several balloon to nominal pressures, periodically reevaluating with ivus, with subsequent reestablishment of flow all the way down to the obtuse marginal. A taxus express2 3.0 x 12 mm drug eluting stent was deployed at the distal segment with overlap, @ 12 atms for 55 seconds. 0% residual stenosis and timi iii flow was noted. Heparin and reopro were administered during the procedure. No complications were reported. The pt is reported to be in satisfactory/good condition.